Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) was conducted for ab2000-b/serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation · bleeding section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: · cautery followed by foley balloon catheter insertion. · under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) · balloon catheter in bladder with bladder neck traction · balloon catheter in prostatic fossa: · inflate balloon with 5cc in the bladder · under trus guidance retract balloon into prostatic fossa · inflate balloon to 30-50% of initial prostate volume · apply mild traction on the catheter to hold the balloon catheter in place · balloon catheter in bladder, no traction c. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation and bleeding as a potential risks of aquablation therapy. Based on the information obtained through the treating surgeon plus a review of the DHR and IFU, the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that the patient arrived at the emergency room (ER) exhibiting symptoms of hematuria with severe pain and discomfort. The on-call urologist ordered an emergency cystoscopy which escalated to an open procedure where a perforation in the posterior bladder was discovered. The perforation was surgically repaired, and the patient is in good condition. The treating surgeon confirmed that the perforation had no relation to aquablation therapy. The patient had underlying conditions and was not healthy. Additionally, the treating surgeon noted that it may have been caused by aggressive treatment during hemostasis. No malfunction of the aquabeam robotic system was reported.